Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was returned. The balloon was tightly folded with the stent positioned between the markerbands. The hypo-tube was kinked 62 and 64 cm from the strain relief. A blue fibrous piece of foreign material was lodged in the exchange port. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, stent damage was discovered. The lesion being treated is unknown. The physician was trying to implant a 2.25x12mm ion stent. During visual inspection of the stent during prep the physician noticed on the distal end, the stent struts were flared. The physician grabbed another of the same device to complete the case. There were no reported complications and the patient's status okay.